Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that c: drive was 90% full due to software issue. A field service engineer reallocated storage space on the c: drive, connected remotely to resize hard drives on multiple machines, and removed phantom devices from the device manager to address the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the c: drive of a pyxis medstation es system hard drive indicated it was 90% full. The customer reported that user was using other pyxis to find medications for patients. However, there were no delays dispensing the medication. There were no adverse events or injuries reported based on this event.